Event description:
On (B)(6) 2011 employee (contracted) was changing e-tank when the tank disengaged releasing o2 while employee was holding onto valve causing burns and frost bite to bilateral hands. Medical products group (B)(4).